Event description:
Received an article published in the journal of vascular surgery titled "dutch experience with the fenestrated anaconda endograft for short-neck infrarenal and juxtarenal abdominal aortic aneurysm repair". Per the article, the aim of this study was to present the first dutch experience with the fenestrated anaconda endograft. Per the article, one patient had an occluded superior mesenteric artery (sma) because of inadequate alignment of the sma fenestration and the sma origin. Patient expired from bowel ischemia.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. According to the article, initial and short-term results of fenestrated endovascular aneurysm repair (fevar) using the fenestrated anaconda endograft are promising, with acceptable technical success and short-term complications rates. Related MDR's: 1219977-2014-00365 & 1219977-2014-00367.